Event description:
It was reported that there was a crack in the insulin pump. No additional information provided.

Manufacturer narrative:
Findings: pump received with cracked display window corner, battery tube threads, reservoir tube, reservoir tube lip, scratched lcd window. No button response due to corroded keypad traces. (B)(4).